Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -9.0 diopter lens was intraoperatively implanted, removed, and replaced within the patient's left eye (os) on (B)(6) 2023, due lens tear/break during injection/delivery into the eye. The problem was resolved. There was no patient injury.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).